Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145750.

Event description:
It was reported that the patient presented with unspecified interrogation problem exhibited on the implantable cardioverter defibrillator. No intervention was performed. No patient consequences were reported.